Manufacturer narrative:
Return requested. Replacement computer shipped to site 06/07/2016 medtronic investigation of returned suspect computer finds that the smart hdd data reports 141 bad sectors and all have been reallocated/remapped. (Possible reason for reported issue). Ran system for over 48 hours while navigating in spine and running glsxgears. On 06/09/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Computer became unresponsive. On 06/09/2016 a medtronic representative replaced the computer and performed a navigation system check-out, all areas passed. System performed as intended. Confirmed navigation system fully functional. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's navigation system unexpectedly became unresponsive twice. The reported behavior occurred while navigating instruments and placing screws within the navigation screen. A hard re-boot of the navigation system restored normal function and the surgery proceeded without further issue. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.